Event description:
The account alleged, a unit in the bed park is causing a high ground reading on the nurse call system.

Manufacturer narrative:
The tech took a ground reading of .08 ohms. He checked the ground cables, screws and lugs and found the ground lug weld broken loose from the circuit board enclosure. The tech installed a new ground lug and secured the ground cables to repair the bed.